Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the tubing of a uv flash transfer set and the set leaked. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. The device was received with an unknown uv disconnect cap on the uv spike connector. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The unknown uv disconnect cap received with the complaint sample was used during leak testing. Integrity of seal surface testing was performed with no issue. The reported condition was verified. The cause of the reported leak occurrence was determined to be cut tubing identified during visual/functional inspection. The cause of cut tubing was undetermined. Should additional relevant information become available, a supplemental report will be submitted.